Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right ventricular (rv) lead displayed pacing impedances greater than 2000 ohms. Loss of capture (loc) was also noted. It was also found that there was oversensing on the right atrial (ra) channel and high, out of range pacing impedance. A chest x-ray was performed which was reported to be normal. Isometrics were not able to reproduce the out of range impedance or produce any noise. The device was reprogrammed; there were no plans for intervention. There were no adverse patient effects reported. The device remains in service.